Event description:
Information received by medtronic indicated that the customer reported that insulin pump has shortened battery life and unresponsive buttons in pump keypad and no delivery alarm. No harm requiring medical intervention was reported. Troubleshooting was not performed. It is unknown if the customer had continued to use the device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.